Event description:
It was reported to tyco healthcare/kendall on 7/2002 that a fastemp thermometer was malfunctioning. Customer stated when taking temperature in predict mode the thermometer was giving error codes and erroneous high readings.